Event description:
Dealer states the actuator is not holding in place when raised.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.